Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The serial number of the e601 analyzer is (B)(6). The field service engineer checked the analyzer fluidics. The test was assigned to the other measuring cell of the analyzer. Calibration and controls were run. Patient samples were tested in duplicate and the results were comparable. The investigation is ongoing.

Event description:
Roche diagnostics received a customer complaint regarding alleged non-reproducible elecsys troponin t hs stat assay results for three patient samples tested on a cobas 6000 e601 module. The customer noted they were having calibration issues. After performance of maintenance, calibration and controls were acceptable. The first sample initially resulted in a troponin t value of 8.27 ng/l and when repeated on a second analyzer, the result was 22.12 ng/l. The second sample initially resulted in a troponin t value of 8.68 ng/l and when repeated on a second analyzer, the result was 14.44 ng/l. The third sample initially resulted in a troponin t value of 94.32 ng/l and when repeated on a second analyzer, the result was 241 ng/l.